Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s stimulator does not work at all. Ever since implant, the implantable neurostimulator battery goes dead within a day, the stimulation intensity changes on its own, and he cannot get the implantable neurostimulator battery to charge up. The patient noted that he has seen the health care professional for these issues and the nurse could also not get the implantable neurostimulator to charge. These issues were confirmed to have been occurring since implant on (B)(6) 2019. The patient noted that the last 4 days of the 7-day trial for spinal cord stimulation were fantastic. However, the implantable neurostimulator has never been comparable to the trial. The patient noted that he had been reporting all of these issues since implant. As troubleshooting options, the patient had just been told to take the battery pack out of the patient controller 3-4 times to wake the patient controller up out of a deep sleep. At the time of the report, the patient noted that he was confined to his bed, but he was able to get his patient controller and attempt to recharge. The patient controller had low battery and needed to be charged. The patient plugged the patient controller into the wall to charge and the patient controller was confirmed to be charging. The patient confirmed that he charges the implantable neurostimulator to 100%, but the battery still dies within a day. The patient also noted that his stimulation will change from where he sets it at 3.1 milliamps to 4.7 milliamps in the middle of the night. The patient was unsure if he has adaptivestim enabled. The patient charged the patient controller for two hours and then attempted to charge the implant; however, he did not know exactly where the implant is. It was noted that the patient did not like ¿this thing¿ and that it should be easier to find. The patient reiterated that the nurse at his health care professional¿s office was also unable to find the implant. There were no further complications reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he was charging too often. The patient reported that during the trial he was told that he would recharge the ins every 2-2.5 days, however he was experiencing that he had to recharge the ins more frequently, every day. The patient reported that he was still going in for regular reprogramming sessions and they were making adjustments. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID: 97755; lot#serial#: (B)(6); product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that after implant he was complaining he has to recharge too often because of the program he used so he met with the rep who reprogrammed so he could go 4 days between charges, then they put in a program 2 weeks ago and told him it should probably last 2-3 days but he charges to 100 percent and it only lasts a day and a half. Ever since implant, finding his ins to recharge has been difficult, it is not easy to charge he has to lay in bed due to an unrelated injury and he needs help from either his wife and daughter because it is hard for him to get his arm around; difficulty finding ins to recharge it, sometimes it takes them 4-5 times; he never had a (recharging) belt. Pt said his old program did not provide relief, didn't really feel like it is working so he was complaining to the rep and it was reprogrammed 2 weeks ago. After reprogramming it seemed like there was improvement, but he can't really tell because he can't keep it (turned on) long enough, he has to recharge every day and a half and that is not working out for him. (Patient services understood pt meant because stim stops every day and a half and is not continuous, that is why he can't tell if it is helping or not). Later in the call pt said he is ready to have it taken out it is not really doing anything for him to relieve the pain it is supposed to be doing. Patient was sent a replacement remote telemetry module (rtm) to see if that helps or not.

Manufacturer narrative:
Continuation of d11: product ID 97755, serial# (B)(6), product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the frequent charging of the ins has not been determined and the patient will be seen (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep stated that they are still trying to get good pain coverage for the patient. They noted that the patient does have high density programming. The rep is trying different programming to improve pain coverage. They mentioned that this is normal post-op programming. The also mentioned that they are trying to increase the patient¿s recharge interval. Technical services reviewed lowering the rate to increase recharging interval. No further complications were reported or anticipated.